Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02262. It was reported that the rotation speed increased. A rotablator console was selected for use. During the procedure, it was noted that the rotation speed increased inside the body. No patient complications were reported and the patient's status was stable.